Event description:
Powder chamber lid exploded on two separate units on separate occasions. Fortunately neither the pt nor the hygienist were injured by the missile. Repairman contacted MFR and the only explanation given was fatigue of the threads. The threads were torn off the cap during the incident. It was recommended that a new lid and chamber housing be used to solve the problem. Rptr believes the unit should not have failed at such an early age. Rptr is concerned that unit may do the same thing when returned to svc. Also worried too that two other units will do the same thing and that someone will be seriously injured in the process.